Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during the implantation of a trochanteric femoral recon nail the driving cap broke off leaving the threads inside the insertion handle. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device: unknown trochanteric recon nail (part # unknown, lot # unknown, quantity 1). Radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot, part: 03.010.523, lot: l814084, manufacturing site: bettlach, release to warehouse date: 01. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on an unknown date, during implantation of a trochanteric femoral recon nail, the driving broke off leaving the threads inside the insertion handle. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown trochanteric recon nail (part # unknown, lot # unknown, quantity 1). Radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: driving cap/threaded (03.010.523, l814084) was received at us cq. Upon visual inspection at cq, it is observed that the device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged in related insertion handle (03.033.001). The fracture surface appears homogeneous with no voids or dark spots. The rest of the device shows surface wear consistent with use and which would not impact the functionality. Thus, the complaint is confirmed.. Documentation/ specification review: the following drawing(s) was reviewed; connector for insertion handle: se_380067 rev. L no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device were performed at cq. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings has been launched to address the identified issue. The need for further corrective/preventive action will be assessed. Further investigation will not be conducted in this complaint as it will be addressed within. Sustaining engineering as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.